Event description:
It was reported that the patient experienced a medical event with diabetic ketoacidosis (dka). The blood glucose levels reached an unknown level. No other information was provided about the patient symptoms, how they treated for the issue and the duration of the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
Additional information became available about medical event so supplemental was created to capture new information: correction to b5: old: "it was reported that the patient experienced a medical event with diabetic ketoacidosis (dka). The blood glucose levels reached an unknown level. No other information was provided about the patient symptoms, how they treated for the issue and the duration of the medical event." New:"it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached 500 mg/dl. Symptoms reported include hyperglycemia, bloody vomit (customer states it was because of tear in her esophagus), sleeping a lot and not feeling well. The patient was treated with an IV (intravenous), zofran, insulin, electrolyte replacement. The pod was worn when seeking medical attention. The patient was released three days later ((B)(6) 2025)." Correction to h6 health effect - clinical code: added e1205 and e1032. Correction to h6 component code from g04105 to g04035.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached 500 mg/dl. Symptoms reported include hyperglycemia, bloody vomit (customer states it was because of tear in her esophagus), sleeping a lot and not feeling well. The patient was treated with an IV (intravenous), zofran, insulin, electrolyte replacement. The pod was worn when seeking medical attention. The patient was released three days later ((B)(6) 2025).